Event description:
During cardiovascular surgery using vavd technique (vacuum assisted venous drainage), the venous reservoir drained and air was pumped back up the venous drainage line. The patient suffered no injury from the incident.